Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of end tip broke. There was no trouble found. The instrument was inspected under a digital microscope and the tip was not damaged. Failure analysis investigation found the grip cable to be broken at the distal clevis hub. The cable segment was observed to be sticking out at the wrist of the instrument. The distal clevis hub did not exhibit any wear. The other cables at the wrist of the instrument were undamaged. No other damage was found.

Event description:
It was reported that in central processing, it was identified that the end tip broke on the mega suturecut needle driver instrument. Intuitive surgical, inc. (Isi) contacted the site to obtain additional information concerning the reported event and customer confirmed that the tip of the instrument would not articulate. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.